Manufacturer narrative:
Yes.

Event description:
The pt was at work moving a hospital bed. The pt was pinned by the bed against the wall. During that time, she experienced an extreme shocking sensation. After the pt was freed from being pinned, the shocking sensation went away. The pt reported that she had not experienced shocking since the incident. The pt was at home. The pt was encouraged to contact her hcp. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.